Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection, but field service engineer evaluated the device, and the reported failure was confirmed. Based on the results of the investigation, the failure was determined to be due to broken connector pin. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the subject device presented a breakage of the locking pivot that prevents the attachment to the reset device. The issue occurred during set up/inspection for use.there were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.